Event description:
She has gestational diabetes and the device reads erratic. She started that she wakes up during night with hypoglycemia. Her doctor had decreased her insulin dosage. She reported device results of 104 and 240 mg/dl back to back, and then 309 and 146 mg/dl back to back comparisons. The device was replaced and requested to be returned for evaluation.